Event description:
This is a report received through baxter (B)(6) from a home patient (hp) from the (B)(6) who initially contacted baxter technical service to request assistance in ending peritoneal dialysis (pd) therapy. Reportedly the hp was connected to the homechoice (hc) machine at the time of the call, the hp needed to go to the hospital, and was requesting assistance in ending pd therapy. Per the report, "the patient attends (B)(6) hospital". The technical service representative (tsr) provided assistance as requested and at the time of the call there was no report of a clinical consequence to the patient. On (B)(6) 2012, additional information was received. It was reported the hp went to the hospital because of cloudy fluid and the patient was still in the hospital. The doctor reported there is an infection (unspecified) and on an unreported date, stated they will be starting antibiotics (unspecified) on the hp. It was not reported if the reported event was related to pd therapy. At the time of the report, no further information was available.

Manufacturer narrative:
(B)(4). Baxter (B)(4) received additional information from the patient's peritoneal dialysis nurse (pdn) as follows. The pdn confirmed that the infection (unspecified) the patient had was not peritonitis and was not related to peritoneal dialysis (pd) therapy. The pdn stated the patient had the infection prior to starting pd therapy. The pdn reported the patient is at home now, he is fine and the pd therapy is ongoing and going well. Based on this information obtained from the pdn, there is no information to reasonably suggest that a device malfunction or adverse event occurred involving a baxter device. No further investigation will be conducted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not available. Should additional information become available, a follow-up will be submitted.